Event description:
The pump was set at a rate of 14 ml/hr with 10,000 units of heparin injected directly into 100 ml bag of saline. Six hours later the bag was reported to be empty. The pt's prothrombin time level prior to the incident was averaging 40 and following the incident increased to 60. The pt was closely monitored, new labs were drawn and the dose was adjusted. There was no pt injury associated with this incident.